Event description:
It was reported that it was not possible to insert the extensions in the connector of the implantable neuro stimulator (ins), even when the setscrew was turned up. There was a problem with socket 1; only the first three contacts could be inserted. After taking a new ins everything went well. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.